Manufacturer narrative:
Batch review performed on 08.june.2021: lot 2009617: (B)(4) items manufactured and released on 28-oct-2020. Expiration date: 2025-10-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: ball heads: mectacer 01.29.213 biolox delta ceramic ball head 12/14 ¿ 40 size m 0 (k112115) lot. 2008035 batch review performed on 08.june.2021: lot 2008035: (B)(4) items manufactured and released on 17-dec-2020. Expiration date: 2025-12-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
2 weeks after the primary surgery the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.